Event description:
Per the patient the pump was put in wrong and he had many issues. The patient¿s pump managing physician left the practice, so filled his pump with saline. The patient¿s primary care physician was giving him oral meds. The primary stopped because ¿he could get in trouble for giving him pain meds¿. The patient had tried to find a new pump managing physician to help him with the pump, but had been unsuccessful; "they don¿t want to touch me with a 10 foot pole". As of (B)(6) 2015, he wanted to have the pump checked and medication put into the pump. The catheter had been in for 9 years and he didn¿t want to risk being paralyzed if they took the device out. As of the (B)(6) 2015, the patient had not found a physician to service his pump. The pump was due to run out of saline in a few months. The patient wanted the pump explanted because he couldn¿t find anyone to service it. Per the patient, the pump had a ¿been a problem¿ since implant in 2012. He was upset that he was in pain for many years. In late 2013, the pump cavity was filling with fluid. His body was rejecting the pump. He had the fluid drained many times. When the fluid stopped, saline was put in the pump because he was having so many pump issues and there were issues getting medication to fill the pump. The pump delivered fentanyl prior to the current saline. The interventions and outcome were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).